Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: alarm lamp doesn´t work - alarm lamp board faulty. Failure was found during test.

Event description:
Hamilton medical ag received the following incident description:alarm lamp doesn´t work - alarm lamp board faulty. Failure was found during test.

Manufacturer narrative:
Serial number of the device was updated in this report. Alarm lamp board was replaced. The problem was solved.